Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 530 mg/dl. The customer is high due to no delivery and has treated with a syringe. The troubleshooting was performed. The customer was advised that the alarm was caused by set/reservoir occlusion. The customer was to reinsert the reservoir and run manual prime until at least 5.0 units and the observer insulin exiting the tubing or insulin pump alarms. The customer reported that the insulin exits with the manual prime. The patient was advised that the insulin pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.